Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test and excessive no delivery test due to motor error alarms. Pump received with broken belt clip slot.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had motor error alarm and cosmetic damage. The customer¿s blood glucose was 132 mg/dl. The customer was assisted with troubleshooting. Customer stated that drive support cap was normal. Customer stated that insulin pump was not exposed to high magnetic field. Customer was unable to complete insulin pump rewind due to pump alarm. Customer stated that insulin pump had cracked on the screen and where belt clip goes. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.